Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that customer did not know that the needle of the 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle, retracted after use. She believed that after this event¿s use that the needle had remained in her body. She required medical intervention to confirm there was no needle left in her body, including x-ray.

Manufacturer narrative:
Bd received three samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle break off during use with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer's indicated failure mode. No defects were confirmed, therefore a root cause was not needed.